Event description:
It was reported by the (B)(6) that a pt presented with a corneal ulcer in the right eye (od) associated with contact lens wear. Received f/u info on (B)(6) 2012 which states, on (B)(6) 2012 the pt felt pain and red eye in the right eye, but it was improved. On (B)(6) 2012 the red eye and pain reoccurred. On (B)(6) 2012, the pt did not recover from the symptoms and she went to the ophthalmologist and pt was diagnosed with a corneal ulcer in the right eye outside of the peripheral axis at 1-2 o'clock location. The pain experienced was mild. A biopsy was performed and the results were negative. On (B)(6) 2012 when the pt visited the ophthalmologist, the pt was prescribed eye drops (levofloxacin, tobramycin, and cefmenoxime hydrochloride) and was to use them every twenty minutes per day. The ointment the pt was prescribed (ofloxacin ointment) was to be used one time before going to bed and the oral medicine prescribed (soltamicillin tosilate hydrate tablet) was to be taken after every meal, three times a day, for three days. When the pt returned for the f/u visit on (B)(6) 2012 the number of the eye drops was reduced, but the number was unk and the pt had no subjective symptoms. At this time the site of the ulcer became a scar. The pt has not been consulted with thereafter. No other info is available.

Manufacturer narrative:
The device has not been received for analysis. The lot number is unk, therefore further investigation cannot be performed. A trend related investigation was performed. No trend could be identified. The root cause could not be determined. (B)(4).